Event description:
During angiogram of abdominal aorta, vascular surgeon inserted serrantor balloon (size 4.0mm x 120mm) without difficulty. Upon inflation of one screw, the balloon burst and was removed. A second balloon (size 5.0mm x 120mm) was inserted and burst. Calcification within artery may have contributed to the event. Surgeon recommended notification to manufacturer. Reference report: #mw5118189.